Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed an open connection on the printed circuit board. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: the pump was never used for basal delivery. The time/date was never set to the correct settings after the (B)(4) 2013 reset. Review shows an unconfirmed alarm for 30hr followed by a chain of multiple power on reset events. The pump powers ¿on¿ and displays ¿verify¿ screen. The pump was primed and exercised for 24h, no alarms occurred during the test. Pump¿s cover was removed; inspection find an opened trace connection on the printed circuit board between the watchdog chip and the master processor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.